Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. A new ICD was succesfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. The infection allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. A new ICD was succesfully implanted. No additional adverse patient effects were reported.